Event description:
It was reported that the syr 10 ml fil saline shortlength plunger rod experienced a broken/damaged plunger rod. It is not specified whether the product defect was noted prior to, during, or after use. The following information was provided by the initial reporter: material no.: 306499; batch/lot: 9004972. Customer: we have had 3 more events with the bd ns flush, all with the same lot number, but a new lot number.

Manufacturer narrative:
H.6. Investigation summary: three samples were received. A visual inspection was performed, and none of the three samples has plunger rod damaged or any damage in other areas. All three samples have the plunger unscrewed from the rubber stopper. In our manufacturing process the plunger rods are screwed to the rubber stopper. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Root cause cannot be confirmed, therefore no corrective action at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see section h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syr 10 ml fil saline short length plunger rod experienced a broken/damaged plunger rod. It is not specified whether the product defect was noted prior to, during, or after use. The following information was provided by the initial reporter: material no.: 306499. Batch/lot: 9004972. Customer: we have had 3 more events with the bd ns flush, all with the same lot number, but a new lot number.